Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment that the device would not power on, it was cycled on an off numerous times with no fault found and additionally no errors were found in the log (B)(4) sheets, however the power supply was to be replaced as a preventive measure. It was additionally noted that the floppy drive would also be replaced as a preventive measure and that the system fan was noisy and it was also therefore replaced. The software was reconfigured and reloaded. (B)(4).

Event description:
It was reported that the programmer would not power on. It was further requested that if the investigational software currently on the programmer were removed that a company representative be notified of the date, time and reason for the removal as well as by whom. The programmer was returned for service. There was no patient involvement.